Manufacturer narrative:
Philips service replaced the flexvision-2 revised pc without hdd and reloaded the software, then returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexpc intermittently failed, causing video blackout on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.